Manufacturer narrative:
This report is associated with (B)(4). Ultra corega flavor free is marketed as super poligrip in the us.

Event description:
Suffocation [suffocation]. Salivation disturbance/ thick saliva [saliva viscid]. Case description: this case was reported by a consumer via call center representative and described the occurrence of suffocation in a (B)(6) male patient who received double salt dental adhesive cream (ultra corega flavor free) cream (batch number cj4330, expiry date july 2021) for product used for unknown indication. This case was associated with a product complaint. Concurrent medical conditions included hypertension (he is under treatment with a concomitant medication for this (did not specify).) And type ii diabetes mellitus (he is under treatment with a concomitant medication for this (did not specify).). In (B)(6) 2017, the patient started ultra corega flavor free. In (B)(6) 2017, an unknown time after starting ultra corega flavor free, the patient experienced suffocation (serious criteria gsk medically significant) and saliva viscid. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the suffocation, saliva viscid and product complaint were unknown. It was unknown if the reporter considered the suffocation and saliva viscid to be related to ultra corega flavor free. Additional details, the consumer who had been using ultra corega flavor free since (B)(6) 2017. He indicated that, since he started using the product, he presents with a salivation disturbance (reported as thick saliva) like if it was gum, and that this makes him feel like suffocation. Also, he mentioned that he follows the instructions for using the product. The consumer was under treatment with concomitant medication (did not specify) for hypertension and diabetes type 2. The action taken with ultra corega flavor free was unknown. Follow up information received on 11 apr 2018, the quality assurance department indicated that product complaint (B)(4) would be not considered as a product complaint.

Manufacturer narrative:
3003721894-2018-00116 is associated with argus case (B)(4). Ultra corega flavor free is marketed as super poligrip in the us. On 24 september 2018, quality assurance performed complaint closure for issue (B)(4). No other information was provided.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of suffocation in a 63-year-old male patient who received double salt dental adhesive cream (ultra corega flavor free) cream (batch number cj4330, expiry date july 2021) for product used for unknown indication. This case was associated with a product complaint. Concurrent medical conditions included hypertension (he is under treatment with a concomitant medication for this (did not specify).) And type ii diabetes mellitus (he is under treatment with a concomitant medication for this (did not specify). In (B)(6) 2017, the patient started ultra corega flavor free. In (B)(6) 2017, an unknown time after starting ultra corega flavor free, the patient experienced suffocation (serious criteria gsk medically significant) and saliva viscid. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the suffocation, saliva viscid and product complaint were unknown. It was unknown if the reporter considered the suffocation and saliva viscid to be related to ultra corega flavor free. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer who had been using ultra corega flavor free since august 2017. He indicated that, since he started using the product, he presents with a salivation disturbance (reported as thick saliva) like if it was gum, and that this makes him feel like suffocation. Also, he mentioned that he follows the instructions for using the product. The consumer was under treatment with concomitant medication (did not specify) for hypertension and diabetes type 2. The action taken with ultra corega flavor free was unknown. Follow up information received on 11 apr 2018, the quality assurance department indicated that product complaint number (B)(4) would be not considered as a product complaint. Follow up information received from qa department on 24 sep 2018: the product expiry date was updated as july 2020. In (B)(6) 2017, an unknown time after starting ultra corega flavor free, the patient experienced suffocation (serious criteria gsk medically significant and other: upgraded by csd). The qa department performed the complaint closure of the issue (B)(4), the complaint would be closed as unsubstantiated.